Manufacturer narrative:
The manufacturer previously reported a ventilator inoperative condition occurred and the device's blower motor was replaced to address the issue. The device was not repaired. The device was scrapped per the customer's request.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's blower motor was replaced to address the issue.